Event description:
On (B)(6) 2011, customer reported that the electrolyte injection cup (eic), on the lx20 instrument, was flooding after replacing the co2 alkaline buffer reagent. No injuries were reported and no erroneous patient results were generated. Customer technical specialist (cts) assisted the customer with troubleshooting and had the customer check following areas for leak: the waste drain, tubing, vacuum line #15, drain valve and damper tubing. Customer could not duplicate the leak, nor was a leak found. No further leaks were reported. Root cause of the eic overflow unknown.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).